Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was used with a st. Jude system that was implanted after our devices were explanted for infection. For an unknown reason, this lead was removed from service. It is unclear if the lead was explanted or not. St. Jude's records still show their system as being implanted. On (B)(6) 2016 a new system was implanted on the right side. This lead was replaced with the same model. Attempts to obtain more information have gone unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.